Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient experienced low blood glucose (bg) of 35 mg/dl with no reported symptoms of hypoglycemia. The reporter also stated that the patient had been having issues with elevated bg, but did not provide a bg measurement and reported no signs or symptoms of diabetic ketoacidosis (dka). The reporter stated that the patient's bg excursions were able to be treated at home without medical intervention. The reporter stated that the patient was at diabetes camp where many of the settings on the pump had been change and the patient was to return the pump to the original settings upon returning home from camp. The reporter confirmed that the settings had not been returned to the original settings once the patient returned home. The reporter stated that the bg excursions the patient experienced were believed to be due to the settings not being returned to their original settings and was in no way implementing a pump malfunction. At the time of the call to animas, the reporter stated that the pump's original settings had been restored and the patient's bg levels were between 100-130 mg/dl. The patient was continued on pump therapy and the pump is not being returned for investigation. This complaint is being reported because the patient experienced serious bg excursions after pump settings were not readjusted as recommended.

Manufacturer narrative:
It was reported that the patient continued to use the pump without difficulty. The reason for the adverse event has been attributed to use error. The pump is not expected back at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.